Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had two spinal cord stimulators implanted. The first one ran horizontally across the base of their skull and the second one ran vertically from c2 to c7 on either side of the patient's spine. The patient's vertical leads had broken and were replaced in (B)(6) 2015. The patient was implanted for cervical neck and occipital neuralgia.

Event description:
Additional information received from the consumer indicated that the top 5 electrodes on the left side started not working, so they were replaced in 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.